Manufacturer narrative:
Sample collection information was not provided. The instrument performed within qc specifications with respect to controls and reproducibility.

Event description:
The customer contacted beckman coulter inc (bec) to report the lh780 instrument gave a high wbc result of 13.6 on a patient sample without instrument generated flags. The specimen was rerun with a lower wbc result of 11.9 without instrument generated flags. A second rerun showed a lower wbc result of 6.9 and a lower hgb result; the second rerun was considered correct since it correlated to a third rerun (not provided). The erroneous results were not reported outside the laboratory. No death, injury, or change to patient treatment was reported in association with this event. The raw counts are correlated with the wbc counts. In addition, the two runs with high wbc values also show downward trending in the raw count time series, which are reflected in the sd of the raw count. On (B)(6) 2011, a bec the field service engineer (fse) found a crimped cbc lyse tubing causing micro bubbles to accumulate in the lyse reservoir. The tubing was re-routed and the lyse pump & sensor were also replaced. The root cause for elevated wbc and hgb results can be attributed to the restricted (crimped) lyse tubing causing incomplete lysing in the wbc bath. Unit of measure for wbc is x10^3 cells/ul.